Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 3.0x33 mm xience prime btk stent was implanted in the moderately calcified, right, mid peroneal artery. On (B)(6) 2024, the stent was found to be fully occluded via ultrasound. The report stated, "full length occlusion of the sfa [superficial femoral artery], popliteal and infrapopliteal vessels, with stents in-situ." On (B)(6) 2025, revascularization was performed in the non-study treated vessel via embolectomy of the femoral artery with patch repair, ilio-profunda femoral bypass graft, embolectomy of iliofemoral, and removal of a stent from proximal sfa. There was no intervention performed in the study treated, right peroneal artery. Treatment was performed to the non-study vessels due to chronic limb threatening ischemia. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.